Event description:
Device 1 of 4. Reference MFR report #1627487-2014-12490. Reference MFR report #1627487-2014-12491. Reference MFR report #1627487-2014-12492. Note: the patient has 2 systems, with 5 leads from 4 lot numbers. It is unknown which system is causing the issue, all possible lot numbers are being reported. It was reported the patient is experiencing shocking at the leads. It was also reported the patient feels pinching up her back and in the middle of her back when stimulation on. The pinching sensation resolves when the ipg is turned off. The patient wants both of the systems explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.